Event description:
It was reported on (B)(6) 2025, that the patient has developed a rash from the mcot sensor - 3.0 and electrode - patch - universal 2 channels. The patient's mother indicated that he patient's skin is so irritated it is bleeding and hurting. The patient's mother consulted with the care team through mychart. The patient took breaks wearing the device when the mcot sensor - 3.0 was charging and would place ointment on the skin. On (B)(6) 2025, the patient's mother removed the mcot sensor - 3.0 due it getting so hot the patient could no longer wear it. Additional information was requested but could not be obtained.

Manufacturer narrative:
It was reported that the mcot sensor - 3.0 was getting hot when the patient was wearing it. The mcot sensor - 3.0 returned for device evaluation. The sensor was inspected for general physical integrity and found to have a slight bulge on the battery side of the sensor. The sensor was disassembled to inspect internal components. No corrosion was found on the sensor printed circuit boards. Engineering evaluation could replicate the allegation of the sensor overheating. Sensor failed visual and functional testing. Root cause has been determined to be a swollen sensor battery.